Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not turn on. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been not available for further evaluation. Based on technician statement, the device was not repaired. It has been scrapped. No parts has been returned. The root cause has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/01/2005, corrected manufacture date: 11/10/2005.

Event description:
It was reported that the ventilator did not turn on. There was no patient involvement. (B)(4).